Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2001579) on (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain / pain in the pelvis') in a 46-year-old female patient who had essure (batch no. C61987, c68117) inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2016, the patient experienced pelvic pain (seriousness criterion medically significant), migraine ("severe migraines"), musculoskeletal pain ("joint and muscle pain"), visual impairment ("visual impairment"), fatigue ("serious continous fatigue"), insomnia ("insomnia"), depression ("depression") and amnesia ("memory loss"). At the time of the report, the pelvic pain, migraine, musculoskeletal pain, visual impairment, fatigue, insomnia, depression and amnesia outcome was unknown. The reporter provided no causality assessment for amnesia, depression, fatigue, insomnia, migraine, musculoskeletal pain, pelvic pain and visual impairment with essure. The reporter commented: she was only at the beginning of the appointment process with the gynaecologist to rule out the symptoms of menopause. She is in pain all the time lot number: c61987 manufacturing date: 2014-05 expiration date: 2017-05 . Lot number: c68117 manufacturing date: 2014-06 expiration date: 2017-06 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc; patient age and start date of events added. A technical investigation was conducted, including a batch reviews, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6) on 14-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure (batch no. C61987 / c68117) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the patient experienced migraine ("severe migraines"). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), arthralgia ("joint pain"), myalgia ("muscle pain"), visual impairment ("visual impairment"), fatigue ("serious continous fatigue"), insomnia ("insomnia"), depression ("depression") and amnesia ("memory loss"). At the time of the report, the pelvic pain, migraine, arthralgia, myalgia, visual impairment, fatigue, insomnia, depression and amnesia outcome was unknown. The reporter provided no causality assessment for amnesia, arthralgia, depression, fatigue, insomnia, migraine, myalgia, pelvic pain and visual impairment with essure. The reporter commented: she was only at the beginning of the appointment process with the gynaecologist to rule out the symptoms of menopause. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.